Event description:
During use of the device for a non-clinical activity, the field svc rep reported that the power supply light was on. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.